Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The left monitor was replaced and the monitor was calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800's left monitor had horizontal lines running through the image causing distortion. There was no adverse patient involvement reported. There was no patient information reported.